Event description:
It was reported the patient 's ipg would no longer communicate with the patient programmer and charger and the ipg was deemed inoperable. It is unknown how long the patient went between charges. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received, and it was reported the patient's ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.